Event description:
It was reported that the customer was unable to charge the pump due to damage to the Tandem-provided USB charging cable. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before replacement supplies arrived, and Technical Support arranged replacement charging supplies for customer.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.